Manufacturer narrative:
There is insufficient information to perform an investigation

Event description:
String broke off the tampon [device breakage] case narrative: consumer reported via email that the tampon string broke off during removal. No injury was reported.